Event description:
Three incidents of malfunction from disposable forceps. First instance: closed forceps were in airway, heard click and broken sounds in handle, forceps pulled out, opened in petri dish, wires protruded and not connected to jaws, broken. Second instance; forceps in pt, closed forceps on handle and breaking sound noted, wires seen on fluoro, jaws stayed shut and wouldn't open. Third instance: forceps had to be forced open when tried to place sample on petri dish, wires again protruding. In all instances biopsy obtained and no harm to pt.